Event description:
It was reported: 'cage was being inserted into the disc space. As it was being malleted in place with a straight tamp the cage broke into two pieces and was not able to be removed.' (B)(6) 2014-additional information was received. The customer said the hollywood nanometalene implant was not able to be removed and was implanted in the disc space of l5-s1 during a posterior lumbar interbody fusion (plif). There were no adverse consequences or injury to the patient reported by the surgeon.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.